Manufacturer narrative:
(B)(6). Occupation - clinical professional development specialist. Based on our investigation, the root cause of the problem could not be identified. The condition of the actual sample was not confirmed since it was not returned for evaluation. No lot history files and retention samples were checked since complaint lot number is unknown. Molding condition of the sheath critical to the safety activation of the product is routinely checked to assure that no defects will be encountered that will lead to difficulty or failure of device activation. We have series of visual in-process inspection on molding until boxing process to detect abnormality on the components and assembled products that may lead to problem during sheath activation. Moreover, we perform manual safety sheath activation and component fit on assembled products during manual assembly. Prior shipment, qc conducts testing for the force required to deactivate or unlock an activated sheath. This shows that our safety needle will not be unlocked once already activated. (B)(4).

Event description:
The user facility reported that a terumo needle caused a needle stick (all user error). Additional information was received 07novermber2019: the nurse activated the needle on a hard surface using surguard3. The nurse activated the needle so hard that the needle came out of the other side of the plastic sheath. As the nurse went to place into sharps container, the nurse wasn't using proper handling as she should have held at the end of the syringe, instead holding it at head of the needle. The nurse poked herself. The nurse went to the urgent care to get labs done.